Manufacturer narrative:
The following field was updated due to corrected information: describe event or problem: it was reported that the secondary set c61 experienced leakage during use. The customer reported, "in a week's time we saw 5 x leakage with the phaseal secondary set. This concerns lot number 1011464 with expiry date 31/08/2022. Investigation: DHR review was done and no issues were reported during production of this lot. No sample received for this complaint. A CT scan was done on a leaking sample which was segregated during production. After this scan additional tests were done on the spike component. The concentricity of the lower part of the spike component which caused the molding defect on one side of the component. CAPA# (B)(4) has been initiated.

Event description:
It was reported that the secondary set c61 experienced leakage during use. The customer reported, "in a week's time we saw 5 x leakage with the phaseal secondary set. This concerns lot number 1011464 with expiry date 31/08/2022.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4).. This site is an OEM manufacturing site. (B)(4).

Event description:
It was reported that the secondary set c61 experienced leakage during use. The customer reported, "in a week's time we saw 5 x leakage with the phaseal secondary set. This concerns lot number 1011464 with expiry date 31/08/2022. Leakage is always at the height of the spot that I have highlighted in yellow.